Event description:
The anesthesia department reported five wet taps within 24-hours. This kit was used as a substitute for another product, which was not available. The ak-05503 was mixed in with the new lots of the other product. The clinicians did not take notice to the difference in the kits/needle. Difficulty was incurred with the needle, resulting in the reported wet taps. There were no associated pt complications.

Manufacturer narrative:
Follow-up report will be filed when evaluation is complete.